Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: fan w, cui x, shi l, et al. [Comparison of locking plate and intramedullary nail in treatment of neer two- and three-part fractures of the proximal humerus in the elderly]. Zhongguo xiu fu chong jian wai ke za zhi = zhongguo xiufu chongjian waike zazhi: chinese journal of reparative and reconstructive surgery. 2022 mar;36(3):274-278. Doi: 10.7507/1002-1892.202107003. Pmid: 35293166; pmcid: pmc8923928.

Event description:
It was reported that on literature review "comparison of locking plate and intramedullary nail in treatment of neer two and three-part fractures of the proximal humerus in the elderly", one (1) patient experienced one case of screw excision after an intramedullary nail procedure using a proximal humerus trigen intramedullary nail. This adverse event was treated with an internal fixation removal. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint, no further information will be provided. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.